Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015.device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data and download history revealed the last basal delivery was recorded on (B)(6) 2015 at 3:02 pm. The total daily dose amounts added up to correctly reflect the user¿s programed basal rate target. Low battery and replace battery alarms were present in the alarm records. Several replace battery warnings appeared due to discharged batteries being placed in the pump. On investigation, ez-prime steps were successfully performed. There was no overheating, errors, alarms or warnings during the investigation. The delivery accuracy was found to within the required specifications and delivering within range. All electrical current draws were found to be within the required specifications and the pump performed as intended without malfunction. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged temperature issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 16 mmol/l accompanied by nausea and extreme thirst. The reported stated the patient had experienced elevated blood glucose during the couple of days prior. The reporter alleged the pump had a hot temperature issue and this affected the quality of the insulin inside the pump, which in turn lead to the elevated blood glucose levels. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes management. This complaint is being reported because the patient reportedly experienced hyperglycemia on insulin pump therapy due to a pump with a hot temperature issue.